Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24july2019. (B)(4). The field service engineer (fse) evaluated the device and confirmed the reported problem that the device shows a proximal pressure sensor calibration data error. The fse replaced the da board to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device "shows an error". The customer reported that there was no patient involvement.